Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 640 mg/dl. The customer experienced symptoms such as vomiting. The customer stated that insulin pump was not working. The customer was treated with manual injection. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was using the auto mode feature. Customer reported that they did not allege insulin pump was under delivering. Customer reported insulin exited at the quick release. The customer performed displacement test and self test and the insulin pump passed the tests except for high pressure test because the customer did not have the blue tubing clamp. Customer was informed that the insulin pump was working perfectly fine. The insulin pump will not be returned for analysis.